Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data: e1 (initial reporter name and address), (initial reporter health professional), (initial reporter occupation). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that the vapr p50 w/ hand controls did not work, it´s not cutting or coagulating, it only makes a sound when operated and flashing the console. It was disconnected and restarted the console, but the problem persisted.a second vapr was opened with a charge to the patient where surgery can be concluded without inconvenience or risks to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received and evaluated.the complaint cannot be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and found no output on ablate and intermittent on ablate.the device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the device passed both electrical and functional tests. The investigation could not substantiate the customer¿s claim that the device did not work. The reported condition cannot be confirmed and do defect was found.hence the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device [u1903107] number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing record evaluation was performed for the finished device [u1903107] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.